Event description:
"S/p b subgl infra 255cc surgitek gels for augmentation. Had developed local and systemic c/o's requiring removal. This set of implants had no h/o trauma other than a closed capsulotomy 13 yrs ago after which the pt noted lumps on the l. The l was found to be ruptured and the r ruptured upon removal. Had b capsulx/removal and mastopexies with mini reduction. The pt states that symptoms have mostly increased since sx and is unhappy with appearance, stating that the scars are very extensive. The na complexes are asym and have developed paleness and that the r is caving in in recent wks. Sx's include arthralgias (+ am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, swollen glands, night sweats (improved), headaches, dental probs, visual changes, dizziness, memory loss, dry mucus membranes, hair loss (improved), rashes (improved), sens sun/cold (+ raynaud's), sob, choking sens, wgt gain, increased cholesterol, gi/gu and emotional lability (improved). Pt otherwise healthy."